Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's granddaughter reported via phone call that the customer was in the hospital and was detached from the insulin pump. Customer's blood glucose was 600 mg/dl. Customer wants to reattach the pump. Customer had a heart attack with high blood pressure that led to the hospitalization. Caller stated that it was not caused by her blood glucose. Customer had an auto off alarm and a missed bolus that was cleared. Caller stated that the customer had the site in her body for 4 days and it was explained that it was not recommended to use that site anymore. Customer will need a new infusion set, reservoir, and insulin.